Event description:
The customer reported that a total of four temperature adapter cables part number were causing intermittent dropouts or not signing on. It was reported that in this failure mode, the temperature value could not be viewed on the monitor. No injuries were reported.

Manufacturer narrative:
Spacelabs performed a health hazard evaluation in 2007, which identified that mitigation is required to prevent possible delay in patient care. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this issue to the FDA. We are now reporting this issue as required.